Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding/abnormal bleeding (general)') in a 25-year-old female patient who had essure (batch no. 02105015-not valid,857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, vaginal discharge, pelvic discomfort, abdominal pain, headache, uterine prolapse, gravida (27 may 2009), vaginal bleeding, yeast vaginitis, ovarian cyst ruptured, pelvic pain, eustachian tube dysfunction, depression, anxiety, rash and back pain. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included vertigo, knee pain, sleep maintenance insomnia, patellofemoral pain syndrome, viral infection, influenza like illness, upper respiratory infection, sore throat, hoarseness, laryngopharyngeal reflux and laceration of finger. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, ibuprofen and melatonin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("other injuries/symptoms: fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: depression/ anxiety") and depression ("psychological or psychiatric problems condition: depression/ anxiety"), 5 months 23 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy: nickel") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (essure removal,tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, allergy to metals, weight increased, fatigue, hormone level abnormal, nausea, dysgeusia, anxiety, depression and migraine outcome was unknown and the abdominal pain lower, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: lot number- 02105015 not readable. Right-3, left- 4. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result: bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue. This lot 02105015 is not valid. Lot number: 857593 manufacturing date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Reporter information added. Events: allergic or hypersensitivity reaction type: metallic taste in mouth, psychological or psychiatric problems condition: depression/ anxiety, migraines / headaches, vaginal discharge, abnormal bleeding (vaginal, menorrhagia), lower abdominal pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 857593, 02105015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, vaginal discharge, pelvic discomfort, abdominal pain, headache, uterine prolapse, vaginal delivery (B)(6) 2009, vaginal bleeding, yeast vaginitis, ovarian cyst ruptured, pelvic pain, eustachian tube dysfunction, depression, anxiety, rash and back pain. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included vertigo, knee pain, sleep maintenance insomnia, patellofemoral pain syndrome, viral infection, influenza like illness, upper respiratory infection, sore throat, hoarseness, laryngopharyngeal reflux and laceration of finger. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, ibuprofen and melatonin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), fatigue ("other injuries/symptoms: fatigue") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (essure removal,tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, weight increased, fatigue, hormone level abnormal and nausea outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, nausea and weight increased to be related to essure. The reporter commented: lot number- 02105015 not readable. Right-3, left- 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs & mr received. Date of implant updated. Lot number, reporter information, medical history, historical, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 02105015-not valid,857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, vaginal discharge, pelvic discomfort, abdominal pain, headache, uterine prolapse, gravida ((B)(6) 2009), vaginal bleeding, yeast vaginitis, ovarian cyst ruptured, pelvic pain, eustachian tube dysfunction, depression, anxiety, rash and back pain. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included vertigo, knee pain, sleep maintenance insomnia, patellofemoral pain syndrome, viral infection, influenza like illness, upper respiratory infection, sore throat, hoarseness, laryngopharyngeal reflux and laceration of finger. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, ibuprofen and melatonin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), fatigue ("other injuries/symptoms: fatigue") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (essure removal,tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, weight increased, fatigue, hormone level abnormal and nausea outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, nausea and weight increased to be related to essure. The reporter commented: lot number- 02105015 not readable. Right-3, left- 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue this lot 02105015 is not valid. Lot number: 857593, manufacturing date: (B)(6) 2011 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 02105015-not valid,857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, vaginal discharge, pelvic discomfort, abdominal pain, headache, uterine prolapse, vaginal delivery ((B)(6) 2009), vaginal bleeding, yeast vaginitis, ovarian cyst ruptured, pelvic pain, eustachian tube dysfunction, depression, anxiety, rash and back pain. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included vertigo, knee pain, sleep maintenance insomnia, patellofemoral pain syndrome, viral infection, influenza like illness, upper respiratory infection, sore throat, hoarseness, laryngopharyngeal reflux and laceration of finger. Concomitant products included bupropion hydrochloride (wellbutrin), citalopram, ibuprofen and melatonin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), fatigue ("other injuries/symptoms: fatigue") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (essure removal,tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, weight increased, fatigue, hormone level abnormal and nausea outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, nausea and weight increased to be related to essure. The reporter commented: lot number- 02105015 not readable. Right-3, left- 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue. Most recent follow-up information incorporated above includes: on 11-oct-2019: update of information (batch not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), fatigue ("other injuries/symptoms: fatigue") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (essure removal,tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, weight increased, fatigue, hormone level abnormal and nausea outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, nausea and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-not specified result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), dyspareunia, gen. Abnormal. Bleeding, nickel allergy, fatigue, hormonal changes, nausea, weight gain. Reporter information, date of birth, lab data, essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.